Event description:
It was reported the patient had redness at the neurostimulator pocket site. The patient did an allergy test kit and it appeared the patient had a reaction to silicone rubber and barium sulfate. The physician did not believe the redness was from an infection. It was planned to replace the current devices for a stimulator coated with parylene and percutaneous leads that are polyurethane. Additional information received approximately two weeks later reported that the neurostimulator site had swelling and soreness as well. The incision site was looking better and no swelling was reported. It was noted the patient may wait for surgery.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the allergic reaction to the patient¿s first implantable neurostimulator (ins) created a big pocket of fluid and the battery turned around so it was backwards. The patient noted that after a while they built up enough scar tissue and the issues resolved on their own. The patient also had a reaction to the leads in their upper back as well which presented as a rash which started right after surgery. They initially thought they would have to take the device out but the rash went away. The patient had a second surgery for their battery and after the surgery they got another red, itchy rash that went away after 3 to 4 weeks. Please see manufacturer report # 3004209178-2012-08350 for information regarding the battery flip and coupling issues.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead; product ID 37744, serial# (B)(4), product type programmer, (B)(4).